Manufacturer narrative:
Follow-up # 1 (02/17/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) canada alleging that patient¿s onetouch ping enhanced meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for a follow-up. The patient's mother reported that on (B)(6), 2011 at 9:30am the patient obtained blood glucose readings of "8.3 mmol/l (149 mg/dl)" with the subject meter and "6.8 mmol/l (122 mg/dl)" on a laboratory device, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. A couple of hours after the alleged issue began, the reporter stated the patient felt "shaky, felt low" a couple of times while at school. In response to the symptoms, the patient reportedly either drank juice or ate candy. The patient is on an insulin pump. Prior to the onset of symptoms, it is not known if the patient had tested his blood glucose with the subject meter again after the meter to lab comparison had been performed earlier that day. It is also not known what action, if any, was taken in regards to the patient's diabetes management in response to the alleged inaccurate high reading. At the time of troubleshooting, the csr noted that the subject meter or test strips were unavailable at the time of the call. The csr was unable to capture the meter¿s serial number or test strip lot # the patient obtained the alleged inaccurate reading(s) with. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k082590.